Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 90 mg/dl, 476 mg/dl, and 479 mg/dl. Customer felt low at the time of the readings and self-treated by eating breakfast. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.